Event description:
It was reported that pump reservoir volume discrepancies were observed. The patient had two refills with high residual volumes. The exact volumes were not provided. It was unknown if any diagnostic testing or troubleshooting was performed. The cause of the discrepancies was unknown. The issue was not resolved. It was unknown if there were any patient symptoms. The entire device system was explanted on (B)(6) 2015 and replaced with a device from another manufacturer. Patient status at the time of the report was alive with no injury. The device system delivered ketamine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial# (B)(4) implanted: (B)(6) 2015-explanted: (B)(6) 2015, product type: catheter. Product ID: 8782, serial# (B)(4) implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. Product ID: 8835, serial# (B)(4), product type programmer, patient. (B)(4). Analysis of the pump (B)(4) revealed no anomaly found. Analysis of the 8784 catheter (B)(4) revealed a kink of the cat heter body. Analysis of the 8782 catheter (B)(4) revealed no significant anomaly found; the catheter was returned in segments.